Event description:
Patient reported left side implant "had problems". Patient later reported anxiety, pain, cysts, wrinkling, and lump. It was also later reported "capsular contracture." The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown (explant date unknown).